Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was attempted to be used in the gastric during a percutaneous endoscopic gastrostomy (peg) placement procedure performed on (B)(6) 2024. During the procedure, the peg tube broke upon pulling. The procedure was completed with another endovive safety peg kit push method. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): imdrf device code a0501 captures the reportable event of peg tube detached. Block h11: one initial g-tube separated at the barb connector was received for analysis. Visual inspection did not note any exterior kinks or damage on the thermoformed tubing or the feeding tube. Visual inspection of the barb connector showed damage to both the body of the barb connector that is usually connected to the thermoformed tubing along with the crimp ring. No other problems with the device were noted. With all the available information, boston scientific concludes that the reported event of peg tube detached was confirmed. Upon analysis, damage was noted to the barb connector, specifically to the crimp ring and to the barb connector body underneath in the form of a fold/bend/crimp. As the barb connector is positioned in between the feeding tube and the thermoformed tubing, damage to the barb connector is likely to affect the connection between the barb connector and the tubing. As such, it is possible that damage to the crimp ring, likely caused by excessive force or rough handling during procedure, caused the barb connector to separate from the thermoformed tubing when the device was pulled. Based on all gathered information, the most probable cause for the reported allegation is unintended user error, which indicates that interaction between the device and the user caused or contributed to the error.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was attempted to be used in the gastric during a percutaneous endoscopic gastrostomy (peg) placement procedure performed on (B)(6) 2024. During the procedure, the peg tube broke upon pulling. The procedure was completed with another endovive safety peg kit push method. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): imdrf device code a0501 captures the reportable event of peg tube detached.